Event description:
Note: this report pertains to one of three autotome rx 39 devices used in the same procedure. It was reported to boston scientific corporation that an autotome rx 39 was attempted to be used in the second duodenal portion during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the tip was found to be clogged, preventing passage when trying to pass the guidewire. The customer reported that two additional autotome rx 39 were opened and attempted to be used but the same problem occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of three autotome rx 39 devices used in the same procedure. It was reported to boston scientific corporation that an autotome rx 39 was attempted to be used in the second duodenal portion during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the tip was found to be clogged, preventing passage when trying to pass the guidewire. The customer reported that two additional autotome rx 39 were opened and attempted to be used but the same problem occurred. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure. Block h11: investigation results: the returned autotome rx 39 was analyzed, and a visual and microscopic examination found that the working length was twisted. The guidewire introducer was opened wider than specification and damaged. Functional testing using a 0.025in guidewire was performed, and the guidewire was not able to advance due to the damaged guidewire inducer. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of difficult to advance guidewire was confirmed. Procedural-related factors, including multiple attempts to rotate the handle of the device during the introduction of the device into the scope could cause or contribute to a twisted working length. A guidewire introducer that is opened wider than specification can cause inability of the guidewire to advance through the working length. Based on all gathered information, the most probable root cause is quality control deficiency. An investigation to further evaluate an increase in autotome rx 39 guidewire introducer open and guidewire introducer broken events was completed. The investigation did not identify any trends specific to any manufacturing lots. Please note that the autotome rx 39 manufacturing process includes extensive inspections, and a 100% visual inspection is performed on all guidewires following assembly to confirm the introducer is in good condition and to specification. As part of the investigation, all product builders received a refresher training on this inspection step. There have been no guidewire introducer open or guidewire introducer broken events reported for autotome rx 39 devices manufactured in 2024. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.